Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) involved in a clinical trial regarding the delivery of dilaudid (500.0mcg/ml, 125.03 mcg/day) and bupivacaine (7.0mg/ml, 1.7504 mg/day) in an implantable infusion pump for malignant pain. Per interrogation logs, a motor stall occurred on (B)(6) 2015 at 13:26 hours and recovered on (B)(6) 2015 at 14:05 hours. No further information was provided. Additional information was requested from the healthcare provider (hcp) regarding the cause of the motor stall and what diagnostics /troubleshooting was performed.

Manufacturer narrative:
Adverse event was marked in error.

Event description:
Additional information was received from a healthcare provider via a post-market clinical study. It was reported that the pump was I nterrogated on (B)(6) 2015; as a result of the interrogation, the motor stall and recovery were found. The cause of the motor stall was unknown; however, the event was considered resolved without sequela as of (B)(6) 2015. At the time of the motor stall, the pump was delivering dilaudid [500.0 mcg/ml] at a rate of 250.06 mcg/day and bupivacaine [7.0 mg/ml] at a rate of 3.5009 mg/day.